Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to an unlocked keypad connector (j2) the on lcd board. They were unable to perform an unexpected restart test due to unresponsive buttons. The insulin pump had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump.